Manufacturer narrative:
(B)(4). The reported patient effect of myocardial infarction as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) is a known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, due to stable angina and a positive stress test, the subject underwent the index procedure with the deployment of one promus drug eluting stent (des) to the first obtuse marginal (om) artery. Post procedural residual stenosis was 0% with timi 3 flow. On (B)(6) 2011, the subject received a peri-procedural loading dose of the thienopyridine medication clopidogrel 600 mg. On (B)(6) 2011, at the start of the study the subject received the study medication maintenance dose of clopidogrel 75 mg, started on aspirin 325 mg and was discharged from the index hospitalization. The subject was not randomized to the study drug arm as the subject did not want to be on an active drug. On (B)(6) 2012 the subject experienced the event of in-stent restenosis, (B)(6) days following the index procedure and was admitted to the hospital on (B)(6) 2012. On (B)(6) 2012, the patient had chest pain and troponin was found to be 0.11 ng/ml (0.00 - 0.04 ng/ml) and transthoracic echocardiography revealed a small sized posterior wall motion abnormality with hypokinesis of the segments. The patient received a des stent to the lesion in the vein graft to the circumflex. The event is reported as ending on (B)(6) 2012 and the patient was discharged on (B)(6) 2012. The outcome of the event is reported as recovered/resolved.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The investigator considered the event of in-stent restenosis as moderate in intensity, and not related to the study drug, definitely related to the study device and not related to study procedure. No additional information was provided. Device coding: (B)(4) - indication for use, non de novo [vein graft] lesion. There was no reported product deficiency and the product was not returned. The reported patient effect of angina and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) are known adverse events associated with coronary stenting procedures. It should be noted that the IFU states: the promus everolimus eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, the IFU deviation does not appear to have caused or contributed to the reported difficulties. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent information recieved states the subject experienced recurrent ischemic symptoms lasting 10 minutes or more and periprocedural myocardial infarction. The revascularization of the vein graft was the target lesion 1st obtuse marginal. No additional informaton was provided.